Event description:
It was reported that it was discovered during a kit inspection that the shim was missing ball bearings.

Manufacturer narrative:
This report will be amended when our investigation is complete.